Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The customer also reported that afterwards the blood glucose levels would drop to a low of less than 50 mg/dl. The father of the customer reported multiple no delivery alarms from the insulin pump. The sister of the customer further reported several bent cannulas from the infusion set of the insulin pump. No additional information was provided.